Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted on the right atrial (ra) lead in both configurations. High undefined impedance was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.